Manufacturer narrative:
H10: investigation was done through communication and interviews. Initial finding was touch screen was not reacting properly on all touch inputs. According to the user, the issue was resolved after a touch screen calibration. The exact root cause is not determinable since the device was not returned.

Manufacturer narrative:
Vyaire file identification: (B)(4) any additional information received from the customer will be included in a follow-up report. The customer sent a video showing the suspect device strange screen. The engineer performed touch screen calibration and the reported issue was fixed.

Event description:
The customer reported that the device experienced touch screen issues. There is no information regarding patient involvement that was associated with the event.